Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that while sitting, more than once, the patient felt a sudden pain at the ins site and a jolting sensation. It was indicated that the patient¿s healthcare provider (hcp) could not re-create the sensations when the patient was in the office. Impedance checks were taken and found to be normal. The patient also feels numbness on their left side when turning their head. This issue began in (B)(6) 2016 , and the patient rated the pain a 6 out of 10 which lasted for 5 hours, and there was twitching that lasted 40 minutes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a healthcare provider (hcp) via the manufacturer representative (rep), reporting that the patient was last seen by the hcp on (B)(6) 2017, who reported no irregularities, and did not reference the reported event. The hcp reported that "[the patient] said it hadn't come back. [They] said this was the second time this happened to [them]." The rep reported that no intervention was planned. No further patient complications have been reported as a result of this event.